Event description:
Philips received a complaint by the customer on the v60 indicating that the internal battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the internal battery was not charging. Customer was not in front of the unit at the time of the call and stated they would call back when they were for troubleshooting. The customer called back and stated they had replaced the power cord to resolve the issue. The customer confirmed the battery charged overnight and was operating as expected. The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.